Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery was showing as being depleted when it was not. Insulin pump received no delivery alarms, low battery alarms, and no power alarm. Customer's blood glucose was unknown. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm or excessive no delivery alarm noted. The battery icons functioned properly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.